Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the joystick was not working and there was a decrease in image quality. No pt injury was reported.